Event description:
During an unspecified thoracoscopic procedure, the staples did not form properly. The surgeon converted the procedure to a thoracotomy and sutured to correct the situation. The pt's status is satisfactory.

Manufacturer narrative:
The cause for the reported condition could not be reliably determined as the subject device was returned to the MFR severely damaged due to the sterilization method use by the user facility.